Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the basket wires broke during a manual attempt to crush the stone. The stone size was bigger than the size of the basket and no part of the basket fully detached into the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car was torn. Dimensional inspection was performed and the results were within specifications. Functional inspection was performed by actuating the handle and the basket opened and closed without problems. The basket was not damaged or broken. The malfunction of the device has not been confirmed. Based on all available information, the failure of side car torn may be related to user manipulation and/or some technique applied during procedure while inserting the guidewire which resulted in tearing the side car. Therefore, the most probable root cause for the failure found during analysis is adverse event related to procedure. However, the reported failure of the basket wire breaking was not confirmed during analysis. Therefore, the root cause for the reported failure is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket wires broke during a manual attempt to crush the stone. The stone size was bigger than the size of the basket and no part of the basket fully detached into the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.